Manufacturer narrative:
(B)(4).

Event description:
Procedure type: iguenal hernia repair. According to the reporter: the balloon tip fractured off. The device broke during the case, but not pieces fell into the cavity. Another device was used to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. The incision size was not extended and the pt is in good condition.